Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Review of the log files confirmed the blood pump was stopped during troubleshooting of the effluent pressure alarm. The user's guide warns the risk of clotting in the cartridge and filter increases during long treatments or when blood flow stops. The cycler alarmed appropriately, a direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and there have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An effluent pressure low alarm occurred toward the end of a routine hemodialysis treatment. The alarm was cleared and the operator resumed treatment reporting a high transmembrane pressure alarm occurred. Rinseback could not be performed due to the amount of time troubleshooting the alarm and concerns of clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.